Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the position button on the arm cart assembly (aca) was not functioning before docking. The button was used to move the arm from the standby position to near the patient, but from that point on, it stopped functioning, and no error message or alarm appeared. The surgery was performed using three arms. There was no patient injury.

Manufacturer narrative:
H6: annex b, annex c, annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the port latch module was replaced to resolve the issue, and the unit was tested and in working order. Evaluation of the device data indicates that the arm did not experience any errors that would prevent it from continuing to operate in manual control prior to docking. Logs indicate that the arm was not docked but was able to enter manual mode prior to being restarted. Proceeding further into setup would require docking, which the user did not report completing. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a faulty port latch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that preoperatively, the position button on the arm cart assembly (aca) was not functioning before docking. The button was used to move the arm from the standby position to near the patient, but from that point on, it stopped functioning, and no error message or alarm appeared. The surgery was performed using three arms. There was no patient injury.